Event description:
The bonded check relief value on the manifold failed after the doctor pulled a significant negative pressure. Blood was pulled up into the manifold. This occurred midway through the procedure and to finish, they manipulated the manifold and roller clamp. In this occurrence no adverse effects to the patient were reported.